Event description:
A radiofrequency catheter ablation procedure for a left atrial flutter was performed. Subsequent to the procedure, the patient appeared to be stable, but within several hours it was evident that patient had developed a left hemiparesis and dysarthria. The patient was monitored at this hospital for 72 hours, showing some improvement in the left sided strength, and then returned to hospital and was subsequently discharged to a nursing home where patient is undergoing rehabilitation therapy at this time. During the procedure the stockett generator settings were maximum power of 70 watts targeting a maximum temperature between 50 and 60 centigrade, with an average temperature of 55 degrees. The patient had 3 distinct arrhytmias. The procedure was 6 hours long, with a total of 61 rf applications. During one of the early ablation attempts a popping sound was heard which suggested the occurence of a steam pop. However, there was no fluctuation in impedance or temperature at the time and ablation was continued. The cause of this embolic event cannot be determined with certainty, but there is concern that a coagulum on the tip of the catheter was dislodged upon attempts to remove it via the transeptal sheath.